Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. The customer returned the product back for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self-test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2 or pump error 79 noted during testing. However, pump error 63 was confirmed in pump history with variable due to software anomaly. The device was received with minor scratched display window, case and keypad overlay.